Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for dimension, bent & npi. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for dimension, bent & npi. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was shorter than normal. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needles were really short, shorter than normal. It was also reported that some needles were dull and bent prior to injection. Verbatim: mini pen needles were really short. Shorter than usual. Stated, the patient end was bent prior to injection. Could not use stated, some pen needles were dull. Does not re-use. Reported the needle she had been using for insulin shot is dull and sometimes it's already bent. She mentioned the product is working except this one specific box/lot. She discarded the items - bd ultrafine mini pen needle. Qty affected: 1 box.